Event description:
It was reported that the user¿s healthcare provider transitioned them from a dexcom sensor to a freestyle libre system, and the user started a freestyle libre 3 sensor in the freestyle libre app rather than in the ilet mobile app, resulting in the ilet pump and app not receiving glucose data; it was also reported that only a freestyle libre 3 plus sensor is compatible. Symptoms included no reported adverse physiological effects. Outcomes included no change in clinical status and no medical intervention. Investigation included technical troubleshooting and user education. Investigation of this case revealed the sensor was already in use by another device and therefore could not pair with the ilet system. It was concluded that the device functioned as designed and that user setup with an incompatible configuration caused the data integration failure.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.